Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and suprarenal aortic extension. At an unknown date the patient was diagnosed with aneurysm sac growth and was treated for a type 2 endoleak. On (B)(6) 2017 computed tomography (CT) showed a type 3a endoleak with a decrease in overlap and reported deformity of the stent graft. On (B)(6) 2017 the physician elected to reline the patient with ovation devices to seal the endoleak. The patient is reported to be in stable condition.

Manufacturer narrative:
Based upon clinical review, the most likely cause of the reported type iiia endoleak , type ii endoleak and subsequent sac growth was determined to be device related. There were no procedure-related circumstances that could be identified in clinical assessment. In addition, patient anatomy including multiple large patent lumbar arteries and patent ima may have contributed to the event. There were no additional off label or cautionary use attributed the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.